Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the lead is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the proximal segment of the lead was returned and analyzed. The outer tubing overlay was melted. The outer tubing overlay had cosmetic environmental stress cracking. The outer insulation had a cosmetic depression. Visual analysis revealed that the lead had apparent explant damage.

Event description:
It was reported that the patient heard an alert due to oversensing and was admitted to the hospital. The proximal portion of the lead was explanted and visual inspection noted missing outer insulation. Per the physician, the insulation breech could possibly be due to electrocautery during the procedure. The remaining portion of the lead was capped and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Summary: (B)(4) the proximal segment of the lead was returned and analyzed. The outer tubing overlay was melted. The outer tubing overlay had cosmetic environmental stress cracking. The outer insulation had a cosmetic depression. Visual analysis revealed that the lead had apparent explant damage.

Event description:
It was reported that the patient heard an alert due to oversensing and was admitted to the hospital. The proximal portion of the lead was explanted and visual inspection noted missing outer insulation. Per the physician, the insulation breech could possibly be due to electrocautery during the procedure. The remaining portion of the lead was capped and a new lead was implanted. It was further reported that the lead integrity alert (lia) triggered and there was increased pacing impedance. The patient was a participant of the system longevity study. No patient complications have been reported as a result of this event.